Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced infusion set leakage, which led to elevated blood glucose levels on (B)(6) 2026. The leakage was from the abdominal infusion site. The infusion set was in use for less than forty-eight hours. The patient's blood glucose level was treated with insulin pump. No further information available.